Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and battery failed alarm after battery change. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On august 16, 2022 the customer reported battery failed alarms and insulin pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that the following battery related alerts/alarms occurred around the event date: 58=failed battery test--6 occurrences on june 19, 2022 from 05:19:30 to 05:22:21. The adapt tool reveals that insulin pump error (filenumber = 99, linenumber = 114) occurred on august 08, 2022 @ 05:20:28, august 11, 2022 @ 05:25:25, & august 16, 2022 @ 05:24:27. The adapt tool does not list any other insulin pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of battery failed alarms was not confirmed but that of insulin pump errors was confirmed during testing. The adapt tool lists the causes of insulin ump error (filenumber = 99, linenumber = 114) as being hardware related. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.